Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c5-7. It was reported that sometime post-op the patient underwent a revision surgery to remove the plate because of a hematoma in the patient's esophagus. Upon removal of the plate, it was noticed that there was a small fray sticking out of the lock washer on the plate. It was also noticed that the plate had nicked the patients esophagus. The plate was replaced with new hardware. No additional patient complications were reported.

Event description:
It was reported in the patient's medical records that four or five days post-op a c5-c7 anterior discectomy fusion, the patient began experiencing worsening dysphagia and pain. CT scan showed an abscess. The patient underwent a second surgery for irrigation and debridement of the wound. Inspection of the esophagus found discoloration at the level of the locking screws. One locking screw was noticed to have a sharp edge which may have contributed to the problem, so the hardware was removed. The grafts were solidly in place. Esophagram two days post the second surgery found no evidence of leak or significant stricture.

Manufacturer narrative:
Imaging studies were returned to the manufacturer for review. Plain x-rays, ap/lateral, cervical views reveal acdf with allograft and anterior cervical plate at c5-c6-c7. Esophogram shows normal peristaltic contraction with no evidence of leak at the surgical site. CT shows loculated mass anterior to plate from c7-c4 with displacement of trachea and esophagus anteriorly. On the right side loculation extends posteriorly under the longissimus coli. Post-op film shows removal of plate and screws. No evidence of implant malfunction is noted. No spurs on screws are visible.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.